Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No prime anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that she was at fill tubing and saw insulin coming out but the insulin pump did not ask if she saw any drops. Caller verified that there were no numbers on the screen. Caller stated that the infusion set came apart and she was not able to put it back together. Caller stated that she has gone through 6 sets but was able to prime the pump successfully. Caller stated that the reservoir was empty. It was found that the caller was not pushing on the plunger to make sure the insulin will enter the tubing. Caller stated that yesterday her daughter had high blood glucose and the cannula was bent and not inserted into her leg. Caller stated that she changed out the set. In a previous call, customer's blood glucose was 454 mg/dl and insulin was squirting out during manual prime. Caller stated that there was a gap with the piston in the reservoir. The caller was advised to revert to a back-up plan and the pump will be replaced.